Event description:
Customer reported that the set is leaking at the ¿max y¿ portion most proximal access to the IV site, when they give IV push meds. They have used this set for only a few weeks and it has happened approximately 3 times in the past 2 weeks. No sets were saved. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.